Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review identified the following: revision op report: patient presented with severe groin pain as well as thigh pain, infection workup negative but did have significantly high cr and co levels, CT showed loosening of the femoral stem. ¿the tamp was used to start to take the head off of the femoral stem and it was noted that point that the entire femoral stem did come out as 1 unit and was extremely loose. It had been noted on the patient¿s previous x-ray that the proximal femur had been excessively remodeled secondary to loosening.¿ inner sleeve removed ¿it was noted to be extremely cold welded into the previous cup from the mom articulation.¿ shell and screws removed, large defect noted in the proximal acetabulum. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 14 years post-implantation, the patient underwent a hip revision due to pain, elevated metal ion levels, and femoral stem radiolucency. Patient presented with severe hip and knee pain and was using crutches. During the revision, the metal cup and liner were found cold welded together and the stem was found to be loose. The proximal femur had been excessively remodeled secondary to loosening. When the shell was removed, a large acetabular defect was noted. All components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. H6: suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 14 years post-implantation, the patient underwent a left hip revision due to pain and elevated metal levels. Attempts have been made and no further information has been provided.